Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s father contacted animas to report that the patient developed a high blood glucose (bg) after the pump failed to deliver a bolus earlier that morning. The reporter informed the animas representative that the patient administered a bolus for carbohydrate intake via his meter remote. Later that morning, the reporter received a call from school nurse to inform him that the patient¿s bg registered ¿500 mg/dl¿ when his blood sugar was tested at 10 am that morning. The reporter confirmed that the patient did not develop any symptoms with the high bg. The nurse informed the patient¿s father that when she reviewed the pump¿s history it revealed that the last bolus administered was on the previous evening ((B)(6) 2013 at 7 pm). The patient administered correction boluses via the pump to bring bg down. At the time of troubleshooting, review of pump history indicated there was no bolus entry given for breakfast on (B)(6) 2013 at 7 am. The reporter stated that the meter remote log showed 50 carbs and the patient claimed the 50 carbs was entered and bolus given by meter remote. The patient and reporter confirmed the meter was within 10 feet of the pump when bolus given. The patient also confirmed that the meter remote did not display any type of communication error and he heard the pump motor as usual. The reporter stated he did not confirm the bolus history in the pump after the bolus was administered. At the time of the call, the patient¿s father confirmed all other boluses recorded in pump history were correct. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to the event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/01/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. The pump passed flow accuracy test and found to be delivering within required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in pump history. Pump was paired with a test meter and a 10 unit bolus was performed successfully and accurately recorded in pump history. The display is dim; the letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.